Event description:
A complaint was reported by dinno santé regarding a cartridge alarm issue with a pump. The customer indicated a recurring cartridge alarm labeled 20a and the anomaly persisted despite testing with several cartridges. There was no reported impact to the customer¿s blood glucose level. It was confirmed that the device is being returned and a replacement pump with a different serial number is expected to be sent to the customer.